Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil was eventually deployed.no patient injury reported.same event as MDR# 2029214-2012-00328.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).